Manufacturer narrative:
Complaint confirmed. Visual evaluation reveals the distal end of the device was missing off prior to receipt. The most likely cause is probe broke off when removing it from the joint and/or prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that an apollorf xl90, aspirating ablator, ar-9821 was being used during an arthroscopic shoulder superior capsule reconstruction and subscapularis rupture repair procedure. A foreign substance was found in the body on the postoperative x-ray photo, and the ceramic part of the electrode was found to be broken. At present, no revision surgery is planned to remove the foreign body. Additional information provided 10/28/2020: an x-ray was provided to arthrex. There were no alarm messages. There was no contact with other devices. The reporter has no information as to how long the ablator was in constant use.